Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) /2018. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was transmitter timer not advancing that led to a transmitter failure.

Manufacturer narrative:
(B)(4).